Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 6.4 mmol/l (guide meter), 6.2 mmol/l (guide meter), and 3.1 mmol/l (paramedic's meter). The patient was feeling dizzy and lightheaded. The paramedics treated her with orange juice. The patient did not go to the hospital.